Event description:
Allegations of atypical connective tissue disease, a typical rheumatoid arthritis, sjogren's syndrome, polyarthritis, keratoconjunctivitis sicca, myalgias, lymphadenopathy, chronic fatigue, alopecia, sleep disturbance, colitis or bowel disfigurement, impairment of the immune system, complex surgical procedures, scar tissue capsulation, cramping, tingling and or burning human adjuvant disease, anxiety, loss of sleep, depression, silicone toxicity syndrome and silicone implant disease.